Event description:
The customer reported that after the device had been serviced the screen image freezes, the recording is missing; and physiological data are also no longer displayed. The device was not in use on a patient.